Manufacturer narrative:
(B)(4): a visual evaluation found that the outer clear sheath had been pushed back 1 millimeter from the distal end of the coil. A functional evaluation found that the basket of the device could be extended and retracted without issue. A second functional evaluation was performed using a 20 milliliter syringe found that the device would not leak when the handle was fully retracted. When the handle was placed into an almost fully extended position a leak was found in the handle where the cannula of the basket connecting wire comes through it. The condition of the returned incident device was consistent with the complaint; handle was leaking. Investigation results revealed in addition the device outer clear sheath had been split and pushed back. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an est (endoscopic sphincterotomy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, contrast media leaked from the handle of the device. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; pushback and sidecar split.